Event description:
It was reported that a pediatric ilet user experienced hypoglycemia while hospitalized, with a blood glucose value of 59 mg/dl measured on a hospital meter, and the caregiver requested assistance to stop device alerts labeled ¿urgent low soon¿ and ¿low blood sugar,¿ as well as education on managing lows; the reported medical device problem involved glucose control concerns with audible alerts. Symptoms included low blood glucose. Outcomes included hospitalization. Investigation included complaint handling and troubleshooting with user education. Investigation of this case revealed a cause for the hypoglycemia was not determined. It was concluded that the event involved hypoglycemia with unclear cause. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.